Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient woke on (B)(6) 2020 after losing consciousness because of low blood glucose; however, her cgm had been removed. It is unknown when the cgm was removed; if it was prior to or during the loss of consciousness or while she regained consciousness. The patient checked her bg and it was 64 mg/dl. After a few hours, her bg was 394 mg/dl and she self-treated with insulin. Additionally, it was reported that prior to the patient waking and losing consciousness, they stated the cgm was inaccurate with a bg reading of 122 mg/dl and cgm 198 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.